Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86912.

Event description:
It was reported that the insulin pump alarmed button error when the customer was trying to administer insulin to herself. The blood glucose reading was unavailable at the time of the call. The customer dropped the call during documentation of the device serial number. Attempted to call the customer back; the line rang, as though she was on another call, but there was no answer. Nothing further reported.